Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2022 no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.